Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire could not be advanced through the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.